Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204, "adjust belt/check belt" messages) have been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to corrosion at the j704 connector on the distribution node pca. The corrosion leaked onto the defibrillation board. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a code 204 (belt unusable) and "adjust belt/check belt" messages.